Manufacturer narrative:
The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The compact flash card was replaced.

Event description:
The hospital reported the unit had a system reset error. There was no reported patient involvement.